Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed total human chorionic gonadotropin hcg (thcg) result was obtained on a patient sample when processed on an advia centaur xpt analyzer. Quality control (qc) and calibration were within the laboratory established ranges. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse decontaminated the analyzer, replaced the wash separation manifold, acid and base pumps, reagent probes 1 (r1) and 2 (r2), luminometer, vacuum regulator, and waste reservoir bottle tubing/cap. Siemens further evaluated the event and concluded that the issue with the vacuum caused the falsely depressed thcg results. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed total human chorionic gonadotropin (thcg) result was obtained on a patient sample when processed on an advia centaur xpt analyzer. The initial result was not reported to the physician. The same sample was reprocessed on the original analyzer and obtained a higher result. The higher result was considered correct and was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed thcg result.